Event description:
A diagnostic catheter without temperature control was used for av node ablation. A loud "pop" was heard during ablation and the pt's blood pressure dropped. Diagnosis revealed perforation in the av node and thus tamponade. Emergency pericardiocentesis were performed. Ablation was successfully completed using an ablation catheter with temperature control. The pt went to ccu and was doing well.